Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a gore® viabahn® endoprosthesis was to be implanted in the superficial femoral artery to treat occlusion. After the device was advanced up and over the aortic bifurcation to the treatment sight, the physician started to deploy the device when the deployment line broke. Under fluoroscopy it was noticed that approximately half of the device was deployed. The physician advanced the introducer sheath to the device and tried remove the device and sheath in tandem. During the attempted removal, the device had become dislodged in the common femoral artery. On an unknown date, the patient had a surgical conversion performed to explant the device.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The device was discarded at the facility. Consequently, a direct product analysis was not possible. H6 - health effect - impact code, added code 4625 (additional surgery). H6 - investigation findings. Changed to code 213 (no device problem found). H6 - investigation conclusions, changed to code 4315 (cause not established).